Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow was not responding and was not able to deliver a bolus. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.